Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This event is currently under investigation.

Event description:
This (B)(6) male patient in the spiral-z post-market registry (11-015) had a proximal type I endoleak at the 12-month follow up visit (604 days post procedure). The patient was being treated for an aortoiliac aneurysm with a maximum aortic aneurysm diameter of 56 mm. The proximal neck had a parallel shape with no plaque/thrombus. The iliac arteries had mild tortuosity, mild calcification, and no occlusive disease bilaterally. The patient received a cook main body device (zalb-26-108), a left iliac leg device (zsle-20-74) and a right iliac leg device (zsle-24-56). No iliac leg extensions were used. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. No additional devices were used during the procedure. No additional procedures were performed. At the conclusion of the procedure, the devices were patent with no flow limiting kinks or thrombus. There was external compression observed in the right iliac leg and a type ii endoleak was also observed. On (B)(6) 2014 (73 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration. A type ii endoleak was observed. On (B)(6) 2016 (604 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5mm. Devices were patent with no external compression or thrombus. There was evidence of a flow limiting kink in the right iliac leg, evidence of migration (= 10 mm) in the right iliac leg, and evidence of a type I distal endoleak on the right side. On (B)(6) 2016 (608 days post procedure), the patient was diagnosed with an aneurysm leak. No additional details about the event were provided. On (B)(6) 2016 (672 days post procedure), the patient underwent a secondary intervention to treat the type I endoleak. Treatment included covered stent placement.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: 4.4 device selection. Strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. The 4.5 implant procedure. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. The 5.2 potential adverse events. Endoleak 12.2,.additional surveillance and treatment. Additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned or images provided and the results of our investigation, a definitive root cause could not be determined. The investigation was unable to determine if this complaint was contributed to a procedurally related circumstance, human anatomy or device related. Assignable cause is inconclusive. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
This (B)(6) male patient in (B)(4) registry had a proximal type I endoleak at the 12-month follow up visit (604 days post procedure). The patient was being treated for an aortoiliac aneurysm with a maximum aortic aneurysm diameter of 56 mm. The proximal neck had a parallel shape with no plaque/thrombus. The iliac arteries had mild tortuosity, mild calcification, and no occlusive disease bilaterally. The patient received a cook main body device (zalb-26-108), a left iliac leg device (zsle-20-74) and a right iliac leg device (zsle-24-56). No iliac leg extensions were used. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. No additional devices were used during the procedure. No additional procedures were performed. At the conclusion of the procedure, the devices were patent with no flow limiting kinks or thrombus. There was external compression observed in the right iliac leg and a type ii endoleak was also observed. On (B)(6) 2014 (73 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration. A type ii endoleak was observed. On (B)(6) 2016 (604 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5mm. Devices were patent with no external compression or thrombus. There was evidence of a flow limiting kink in the right iliac leg, evidence of migration (= 10 mm) in the right iliac leg, and evidence of a type I distal endoleak on the right side. On (B)(6) 2016 (608 days post procedure), the patient was diagnosed with an aneurysm leak. No additional details about the event were provided. On (B)(6) 2016 (672 days post procedure), the patient underwent a secondary intervention to treat the type I endoleak. Treatment included covered stent placement.